Event description:
It was reported that the ilet user received a high glucose alert and, in response, entered a false meal announcement to prompt insulin delivery. Blood glucose was reported at 376 mg/dl initially and decreased to 338 mg/dl by the end of the call, and there was no infusion set leaks, kinks, or tubing issues confirmed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver, analysis of the information they provided, and a review of device usage and user interface interactions. Investigation of this case revealed no device problem and identified a usage issue, specifically failure to follow instructions and an improper method, in which a false meal entry was used as a correction strategy. It was concluded, based on previously established findings for similar reports, that user error related to unintended use contributed to the event.